Event description:
It was reported to medtronic minimed that the customer reported a crack on the insulin pump. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed and found the damage was on the battery tube side and the insulin pump would not turn on and customer reported that the cosmetic damage affected pump's functionality. No harm requiring medical intervention was reported. Mmt-1880 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. The pump passed the active current test, and self-test. The pump failed the sleep current test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 21.0 received the lowbatteryalert (104) on 07/23/2025 21:31:00 faster than expected at 4.07 days. Battery cycle 19.0 received the lowbatteryalert (104) on 09/03/2023 23:33:00 after more than 7 days at 67.95 days. Battery cycle 17.0 received the lowbatteryalert (104) on 07/21/2022 06:10:00 after more than 7 days at 23.59 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Unexpected battery power loss was confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Possible hardware failure, problem isolated to the electronic assembly. High sleep current measurement was confirmed during testing due to possible hardware failure, problem isolated to the electronic assembly. Cosmetic damage was confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.